Manufacturer narrative:
On (B)(6) 2011, a bec field service engineer (fse) performed service on the instrument: fse found the waste cigar tube was not draining and overflowed. Fse replaced the waste valve. Customer reported na and ca qc was outside of acceptable limits and recalibrated the unit. Qc and calibration both passed. Repair verified per established procedures. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) contacted customer technical support (cts) to report a leak at the bottom left corner of the ion-selective electrode instrument. The customer as unable to determine the source of the leak. The customer wore personal protective equipment. No injury was reported.